Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The biomedical technician (biomed) reported to fresenius that the combiset bloodlines were connected to the patient's catheter (not a fresenius product) and came apart during hemodialysis (hd) treatment resulting in blood loss. Additional information was obtained during follow-up with the clinic manager (cm). The blood leak occurred approximately 2hr and 31 min after treatment initiation. The venous line disconnected from the central venous catheter (cvc) limb. The disconnection was loose and not completely detached. The issue was identified by clinic staff. The patient¿s estimated blood loss (ebl) was 150 ml. There was no serious injury or required medical attention regarding this issue. The patient completed treatment on the same machine with new supplies. The sample was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
The biomedical technician (biomed) reported to fresenius that the combiset bloodlines were connected to the patient's catheter (not a fresenius product) and came apart during hemodialysis (hd) treatment resulting in blood loss. Additional information was obtained during follow-up with the clinic manager (cm). The blood leak occurred approximately 2hr and 31 min after treatment initiation. The venous line disconnected from the central venous catheter (cvc) limb. The disconnection was loose and not completely detached. The issue was identified by clinic staff. The patient¿s estimated blood loss (ebl) was 150 ml. There was no serious injury or required medical attention regarding this issue. The patient completed treatment on the same machine with new supplies. The sample was discarded and is not available to be returned to the manufacturer for physical evaluation.